Event description:
Reporter indicated a vns lead became contaminated during an initial implant surgery on (B)(6) 2012. The unsterile outer package was delivered to the sterile field, and was opened to expose the inner (sterile) packaging. The surgeon elected to continue with the surgery. The implants were rinsed, and the patient was prescribed a regimen of antibiotics. No patient adverse events have been reported as a result of the surgery to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.